Event description:
On (B)(6) 2013, pico device and dressing was applied to patient¿s wound during surgery. Patient said that when she awakened, she experienced severe burning at wound area. On 2nd day, pico dressing and pico device were left in place. On the 3rd day, after patient continued to complain about severe burning to the area, nurse removed the pico device and dressing. Patient complained that she had severe blistering, burns and now scars have remained.